Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2010 and met specifications. The bed was placed with the pt on (B)(6) 2011. Kci was able to confirm that the bed would not rotate to prone due to the head hoop assembly not being aligned correctly, causing the lock pin not to engage completely. The exact nature or cause could not be determined. However, the part was replaced and retested per quality control procedures. Caution label on the pull ring section of the hoop assembly states: "ensure hoop is pulled all the way back to locked position."

Event description:
On (B)(6) 2011, the nurse reported that when turning the pt prone the pt was at about a 45 degree angle when the hoop/halo fell open. The pt had to be returned to supine and the process restarted. Additional information rec'd on (B)(6) 2011, the results of the device evaluation concluded that the head hoop assembly was not aligned correctly. There was no injury to the pt.